Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient was hospitalized on (B)(6) with high blood glucose readings (34 mmol/l), and was in hospital for 24 hours. Patient mother reported the plaster was wet from leak. Used cannula no longer available.